Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference#: (B)(4).

Event description:
On 03/25/2026, it was reported that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, a 77-year-old, male patient presented for implant placement on tooth position #10. His bone quality was reported as type ii and oral hygiene as good. The patient returned for a follow-up before the second stage surgery without symptoms and upon examination, the doctor determined that the implant failed to osseointegrate. The reported device was explanted on (B)(6) 2026 and not replaced. The patient had no permanent injury and did not require additional medical/surgical procedure.